Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to her feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 (at 6am). At unspecified times, the patient reportedly obtained blood glucose readings of "278, 296, and 272mg/dl" with the subject meter. The patient manages her diabetes with insulin (via insulin pump). According to the csr's documentation, in response to the alleged meter issue the patient reportedly administered (30 minutes later) an unspecified increase amount of insulin (via insulin pump) and subsequently about 2 ½ hours later, she reportedly developed symptoms associated with low blood glucose (specifying dizziness, lightheadedness, felt warm, and sweaty). According to the csr's documentation at 8:30am, the patient reportedly obtained blood glucose readings of "50 and 59mg/dl" with another device (type not specified) and 30 minutes later she consumed food and/or drink as self-treatment. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. The meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by products analysis on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the reported results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.